Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to missing segment noted. Unit received with missing segment due to cracked lcd glass. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the (B)(4). However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The screen had different colors. There was a dark area. The insulin pump was making a beeping sound when the battery is taken out but the screen¿s status would not change. The customer stated they could not read anything on it. They tried putting a new battery but the anomaly persists. The insulin pump had not been bumped or dropped. The customer was currently on manual injections. Their blood glucose level was unknown. The device will be replaced and returned for analysis.